Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital due to ongoing atrial fibrillation (af). The right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing with high rate non-sustained and sensing integrity counter (sic) episodes. The lead has t-wave oversensing (twos). The lead detection was programmed off by the physician. The lead remains in use. No patient complications have been reported as a result of this event.